Event description:
The patient was presented with a t-occlusion. It was reported following 1st pass of clot retrieval, the stent was retrieved for cleaning. During second clot retrieval attempt, the stent detached in the left mca-ica junction. A revive device was used to retrieve the stent which also detached. An alligator was then used and could not access to either stents. Post intervention, the patient was placed on heparin and anticoagulation. Afterward, the patient t-occlusion progressed and had a major malignant left side mca stroke. Subsequently, the patient expired.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).